Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because all strips were used.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter states customer received result of 15.4 mmol/l on the mobile system while he was at work. The customer administered 8-9 units of novorapid insulin based on that result. Approximately 15 minutes later customer "felt very bad", was reacting slowly and had "spasms." He was "very close" to losing consciousness, but did not. Customer's work colleagues called the ambulance. The test result on their system approximately 15 minutes after the customer's result was 1.3 mmol/l. Customer was treated with glucagon intravenously in the ambulance on his way to the hospital. Customer was given food at the hospital where he stayed for a couple hours and then released. The customer has since recovered and feels fine. The manufacturer requested return of suspect product for evaluation.